Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine ]acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. The patient experienced low vault, refractive surprise and blurred vision. Reportedly, "patient with very low vault and dissatisfied with the quality of vision". The lens was explanted and replaced with the same lens. Reportedly, "the lens was reimplanted in the patient's eye on the correct side and is performing well". The cause of the event was reported as other.

Manufacturer narrative:
Corrected data: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. The patient experienced low vault, refractive surprise and blurred vision. Reportedly, "patient with very low vault and dissatisfied with the quality of vision". In a separate surgery, "the lens was reimplanted in the patient's eye on the correct side and is performing well". The cause of the event was reported as other. H6. Health effect- impact code (f): "4627" should be removed and "4625" should be added. H11- manufacturer narrative: the subject device is labeled for single use only and is not intended to be reprocessed and reused. However, in this event, the device was removed and subsequently reimplanted. Claim# (B)(4).